Event description:
It was reported that during a system upgrade, this right atrial (ra) lead shattered which prolonged and complicated the procedure. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.